Event description:
Reporter alleged that customer took 5 units humalog at dinner, based on blood glucose value of 280 mg/dl obtained on the aviva system. One hour later, the customer was unresponsive. Emts tested customer's blood glucose on professional meter as 40 mg/dl. Customer was treated with dextrose and hospitalized for approx 8 hours before being released. A request was made for the return of the suspect device and replacement product was sent.